Manufacturer narrative:
(B)(4) (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the radial head screw driver shaft broke while tightening the connecting implant screw into the patient during a radial head replacement. Pieces of the screw driver were successfully removed from the patient. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Device is a non-sterile instrument. Expiration date was entered in error. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product showed that the tip of the driver is fractured into multiple pieces. Due to the multiple fractured pieces, accuate dimensional or functional analysis cannot be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.